Event description:
It was reported that while in the cardio cath lab, the md inserted the super arrow-flex (saf) sheath with dilator into the pt's left femoral artery. During the intra-aortic balloon (iab) insertion, the balloon stopped advancing & stuck in the saf sheath. The md could not pass the iab through the saf sheath due to critical resistance. As a result, the md removed the saf sheath & iab together & the md opened a new iab kit (iab-05840-u). The md was able to insert the new saf sheath & balloon catheter from a second iab kit & finished the catheterization. There was no excessive bleeding during the procedure & the second insertion was also the pt's left femoral artery. There was no reported pt death or injury. Medical/surgical intervention was not required. The delay in therapy was 10 minutes. Pt outcome is "the pt does not have any complication and is fine."

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.